Event description:
It was reported the device displayed -no disposable clamp tubing- alarm. Caller had turned pump off prior to call. Pump turned on, settings reviewed but alarm returns. Pump turned off, tubing clamped and cassette removed. Air noted in line. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, tubing unclamped and pump turned on. Pump restarted and display now reads run. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.